Event description:
Reportedly, during a follow-up on 2 march 2023, it was impossible to interrogate the ICD s/n (B)(6) and error messages were displayed on the programmer screen. Once the pop-up closed, the screen remained blocked and then froze. The tablet was restarted and the same issue occurred upon re-interrogation of the same ICD, while interrogation was successful with another device. When consulting the follow-ups of other icds interrogated in the morning, the same issue occurred, so the tablet was replaced and tested at microport office, and the same issue was observed. The 3.12 version was re-installed and the issue seemed then was not reproduced.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - upon reception, the returned smarttouch tablet was tested, and the reported behavior was not reproduced, as normal device interrogation could be performed and no anomaly was observed. - however, analysis of available expertise files confirmed that several ICD interrogations did not end properly on 2 march 2023. - in-depth analysis revealed that the observed issues most probably resulted from a corruption of the programmer module configuration file, due to the many brutal shutdown observed during the tablet lifetime. - it should be noted that if the user is unable to exit the programmer session and the power button is not working, the buttons p1 + p2 should be pressed in order to leave the session without damaging the system. - the subject smarttouch tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.